Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise triggering multiple inappropriate shocks. No changes or interventions were reported. The patient was in stable condition.